Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation regarding the patient/layperson's complaint. In 2010, this specialist spoke with the patient to confirm and obtain additional information. Approximately two weeks before his original call (patient does not recall exact date), the patient obtained an error message when testing on his onetouch ultra meter. Although the patient could not recall the message, during troubleshooting with the cca, the meter prompted error 2. The patient allegedly did not test, have a back up meter, or see his physician during that period of time. Two to three days after being unable to test, the patient developed a dry mouth (that he attributes to elevated blood glucose) and frequent urination and blurry vision. The patient ate less. Although the patient no longer has a dry mouth, he continues to have blurry vision and possibly frequent urination. Apparently the patient only takes medication for blood pressure as none of the drugs he listed are oral diabetes medications. Upon receiving the replacement meter and test strips, the patient's blood glucose was in the 300 mg/dl range. Because the patient alleged he had been unable to test for several weeks and developed symptoms that are consistent with hyperglycemia, the complaint is reported. This specialist advised the patient to discuss his symptoms with a physician he is to see for a cough.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.